Manufacturer narrative:
Result: the 3max catheter is fractured approximately 142 cm from the hub and is flattened approximately 126.0 cm from the hub. The catheter is also ovalized 153.0 and kinked 32.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the patient had extreme tortuosity in all vessels. The 4max catheter was used to aspirate the clot out of the m1. Then a 3max catheter was used to retrieve the clot in the m2. When the 4max catheter was removed, it was very difficult. The tip of the 4max catheter was fractured and stayed in patient. The 3max catheter was advanced to the m1, but would not advance any farther. During the attempt to remove the 3max catheter it stretched and ripped, but stayed intact. The operator attempted to use a number of guide wires and a stent retriever however, was unsuccessful because of the tortuous vessels. Evaluation of the returned devices confirmed a fracture in the 3max catheter in addition to other damage such as flattening and kinking along the catheter shaft. The 4max catheter is fractured approximately 140.0 cm from the hub and also shows additional damage along the shaft. The neuron max 088 is kinked in several locations along the length of the proximal shaft. It appears that the tortuosity in the vessels made it difficult for the devices to function correctly, which resulted in damaged product. The breaks in the reperfusion catheters were due to force in excess of the tensile strength of the material placed on the devices when attempting to withdraw which is evidenced by the material deformation including stretched polymer than can be seen at the break sites. The physician described having to pull with a large amount of force to remove the devices before the breaks occurred. These devices are 100% inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00341 and 00355.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (distal m1 proximal m2) using a penumbra system 4max reperfusion catheter, 3max reperfusion catheter and a neuron max 088. During the procedure, the physician noted that the patient had extreme vessel tortuosity. The physician advanced the 4 max reperfusion catheter over a guide wire up to the m1 and was able to aspirate the clot out of the m1. The physician then decided to use a 3 max reperfusion catheter to retrieve the m2 clot; however, when he went to remove the 4 max reperfusion catheter, it was very difficult. The physician had to pull hard to remove the 4 max reperfusion catheter and when he did that, the tip of the catheter came off. Ultimately, the tip of the 4 max reperfusion catheter stayed inside the patient. The physician attempted to remove the clot in the m2; however, he experienced difficulty advancing any wire, including the 3 max reperfusion catheter. The 3 max reperfusion catheter made it up to the m1; however, would not advance any further. When the physician removed the 3 max reperfusion catheter, it stretched and ripped, while staying intact. The physician reportedly attempted to use many wires, including a stent retriever; however, nothing would work due to the patients tortuous vessels.